Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to lead fracture. Subsequently a different ra lead was successfully implanted. No additional patient adverse effects were reported.